Event description:
Customer reported receiving a no delivery alarm when attempting to bolus as well as a motor error alarm on the insulin pump. Customer's last blood glucose reading was 416 mg/dl and has treated with a syringe. Customer does not use the sensor feature and they were able to complete the rewind sequence. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.